Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, dyspareunia, injury, erosion, incontinence and additional surgeries. The patient has required additional surgical interventions. Product was used for therapeutic treatment. Additional information received on 8/30/2017 the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a transobturator tape uretex sling due to genuine stress urinary incontinence.